Manufacturer narrative:
Output connectors were confirmed to be broken. Display wire was found to be pinched, but insulation was intact. Hanger hinge was found to be cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial and ventricular connectors were broken. The epg was returned for service. There was no patient involvement.